Manufacturer narrative:
Device was repaired in the field by a field service technician and returned to service.

Event description:
It was reported that during equipment testing conducted by a field service technician at the user facility the power cord of the device was broken, exposing wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is ongoing.

Event description:
It was reported that during equipment testing conducted by a field service technician at the user facility the power cord of the device was broken, exposing wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a field service technician at the user facility the power cord of the device was broken, exposing wires. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The first date the service technician became aware of the power cord issue was (B)(6) 2015.